Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Device component code relates to device problem code 1069 for the reported event of fiber broke. Mfg. Site name-coherent inc. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 550 laser fiber was used during a bladder stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure and inside the patient, the laser fiber broke. There were no reported fiber fragments that fell inside the patient. The procedure was completed with another flexiva 550 laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.